Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "in the endocardial catheterization laboratory of xijing hospital, iabp was placed to assist cardiac function after cag+ptca. The operator insert the balloon along the sheath [left femoral artery], but it could not be fully inserted. The operator moved the balloon position slightly, but it still could not be inserted. The balloon was withdrawn, a one-way valve was connected, and the balloon was pumped back and exhausted. The balloon was then withdrawn and replaced with a new catheter, it is normal". Further information states that the second catheter was inserted at a different insertion site (right femoral artery). Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is fl20811. The reported lot number (18f22f0037) matches the lot number for the returned packaging and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging that matches the serial number on the returned sample. Upon return, the distal end of the teflon sheath was noted at approximately 4.1cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The stylet was noted partially inserted within the iabc; approximately 5.3cm of the stylet was exposed. Damage to the outer lumen was noted at approximately 27.9cm to 31cm from the iabc distal tip; the damage is consistent with buckling to the outer lumen. The exposed portions of the bladder appeared to be loosely wrapped. Dried blood was noted on the exterior surfaces of the r eturned iabc; no blood was noted within the helium pathway. Returned with the sample was an 8fr teflon sheath w/sidearm. Buckling to the teflon sheath was noted from 13.4cm to 15.3cm from the distal tip of the sheath. Dried blood was noted on the sheath; some clear fluid was noted within the sheath sidearm. It cannot be determined if the returned sheath caused any insertion difficulty. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0064in. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times. Dried blood was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The stylet was removed from the iabc without difficulty. Some dried blood was noted on the stylet; otherwise, the stylet appeared typical. The stylet was likely re-inserted into the iabc, as the event was described to occur "during insertion/during use on patient". Upon receipt, the teflon sheath was noted on a section of the bladder membrane, however there is no evidence that the user attempted to remove the iabc and bladder through the sheath. The sheath was inspected and noted undamaged. The one-way valve was connected to the short driveline tubing and vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was moved from the bladder and towards the bifurcate without difficulty. The bladder appeared typical; no damage or abnormalities were noted to the bladder. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood was noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for insertion difficulty is confirmed. The returned intra-aortic balloon catheter (iabc) outer lumen was noted damaged. The damaged iabc can result in or be caused by difficulty inserting the iabc. Two sheaths were returned with the sample; one sheath was noted on the iabc and undamaged, while the other sheath was noted with dried blood and damage consistent with sheath buckling. It cannot be determined if the damaged sheath caused any insertion difficulty. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen. The root cause of the damaged outer lumen is undetermined. A most probable potential cause is customer handling. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "in the endocardial catheterization laboratory of (B)(6) hospital, iabp was placed to assist cardiac function after cag+ptca. The operator insert the balloon along the sheath [left femoral artery], but it could not be fully inserted. The operator moved the balloon position slightly, but it still could not be inserted. The balloon was withdrawn, a one-way valve was connected, and the balloon was pumped back and exhausted. The balloon was then withdrawn and replaced with a new catheter, it is normal". Further information states that the second catheter was inserted at a different insertion site (right femoral artery). Patient condition reported as "fine".